Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 2 years, 2 months due to prosthetic aortic valve endocarditis with vegetations. Per the surgeon, there was no malfunction of the edwards valve. According to the op report, this patient initially had this valve placed in 2010 and did quite well following the procedure. He suffered a motorcycle accident late in 2012 and recovered from this, but then presented with a fever, positive blood cultures for (B)(6), was treated with antibiotics. Serial echos looked okay and then he began to feel bad and echo showed what appeared to be vegetations on his aortic valve and he went into-third degree heart block and it was felt that he was in need of surgery. Findings at the time of surgery showed the aortic valve with evidence of near dehiscence; however, there was no perivalvular leak on echo. The valve was easily removed requiring no debridement or cutting of the annulus. A new edwards valve was implanted and post-bypass echo showed a normal function prosthetic valve. No perivalvular leaks.

Manufacturer narrative:
(B)(4). Device not discarded. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the op report documents the patient suffering a motorcycle accident late in 2012 and subsequently had positive blood cultures for (B)(6), which was likely the source of the infection. The surgeon also indicated that there was no malfunction of the edwards valve. No further actions are possible with the available information.